Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generator unit to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed, and the issue could not be confirmed through system logs; however, log review identified multiple errors, including c-92, m-02, 1-87, 1-07, 2-07, c-82, 1-71, 2-87, and c-83, occurring throughout march and april 2026. Visual inspection indicated the unit was in good cosmetic condition. During testing, the unit generated error codes 2-71 followed by m-02-3 at startup, and logs additionally recorded m-02 and c-00. The complaint was confirmed based on the failure analysis. The probable root cause of customer reported issue is attributed to a faulty component of the generator.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report generator was acting up from past couple of weeks. Site described at times the monopolar port did not work, they tried another port. Same goes with bipolar port, they would try another port. Site also tried different cords and different instruments and also restarted generator. Issues with the generator seemed to return. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the staff used different generator to resolve the issue.